Event description:
Njee, tb,. Et al. Intrathecal morphine infusion for chronic non-malignant pain: a multiple center retrospective survey. Neuromodulation. 2004; 7, 4: 249-259. Two patients experienced catheter migrations requiring replacement.

Manufacturer narrative:
.